Event description:
It was reported that during the implant procedure, the stylet was difficult to advance in right ventricular (rv) lead and required excessive rotations in order to extend the helix. Furthermore, the rv lead exhibited poor sensing. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were the stylet was difficult to advance in the lead, helix mechanism issue and poor sensing. A complete lead was returned in one piece. The reported event of stylet was difficult to advance in the lead was confirmed. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. The cause of the reported event of stylet was difficult to advance was due to overtorqued inner coil. The reported event of helix mechanism issue was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of poor sensing was not confirmed. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.